Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed with sensor patch and no issues were observed. Data extraction was successful. No issues were observed with the adhesive. Issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device detached prematurely, and was unable to obtain sensor readings. The customer experienced a seizure and fell. The customer had contact with a healthcare professional applied a new sensor and diagnosed the customer with hyperglycemia but no treatment was provided. There was no report of death or permanent impairment associated with this event.